Event description:
Customer reported unexpected positive reactions on the galileo instrument, weak d testing assay.

Manufacturer narrative:
Images from the instrument were reviewed. Regions of interest (roi) were adjusted. After adjusting the roi's, the images and the calculations confirmed a negative reaction. Since the roi is directly involved in determining a sample well's result, the original roi, that required modification, likely accounted for the unexpected positive result. There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.